Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deterioration over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the sheath exhibited ceramic insulation is missing. There was no patient involvement.

Manufacturer narrative:
Corrections are being made to previously submitted d4 - lot #, e1 ¿ city, e1 - postal code (postal code was listed by mistake on the initial report), e1 - email null, e1 - fax number null, e3 - occupation, g2 - report source, g4 - PMA/510(k) #, h4 - device mfg date null, and h11 - additional mfg narrative (instructions for use verbiage was inadvertently omitted from the initial report). The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: chapter 4.1 inspection and testing. Inspecting the product. Visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.

Event description:
No additional information received from customer.